Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the battery compartment and reservoir compartment are cracked and chipped off. The customer's blood glucose level was 222 mg/dl. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.